Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited noise which was detected on stored electrograms. The noise was not reproducible in-clinic. The patient remained asymptomatic and would continue to be monitored.